Event description:
It was reported while using bd ultra-fine¿ ii 1/2ml insulin syringe the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported that the barrel was cracked.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: samples were returned, but the investigation was performed based on the photos provided. Three photos of two 0.5ml bd insulin syringes were provided. The customer reported that the barrel was cracked. The photos were examined, and it was observed that both syringes featured a detached needle hub/shield assembly. One syringe exhibited a broken barrel tip, and the other featured a barrel tip angled to one side. Due to the batch being unknown, no DHR review can be completed. Embecta was able to duplicate or confirm the customer¿s indicated failure based on the photos received (barrel tip broken). Definite root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ ii 1/2ml insulin syringe the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported that the barrel was cracked.